Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications. The sensor was returned with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his sensor glucose was 60 mg/dl when he went to sleep, and he woke up fifteen minutes later to a threshold suspend alarm; his sensor glucose was 104 mg/dl and his blood glucose was 179 mg/dl when the pump suspended insulin delivery. Troubleshooting was initiated for the sensor inaccuracy. The customer was advised on proper sensor insertion. The customer removed the current sensor from his abdomen and found a bent cannula. The sensor was returned for analysis and a replacement sensor was shipped to the customer.